Manufacturer narrative:
Note: this report pertains to the second of two devices returned for analysis on august 17, 2016. Medwatch report 9681477-2015-00005 follow up captures the first device. The event description does not indicate two devices were used; however, since two were returned for analysis. Medwatch report 9681477-2016-00005 was created to cover the second of the two specimen wires received. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. Th specimen presents serpentine bends over the length of the wire. The j-form tail angle is relaxed to 123.9 degrees. Finger-straightening function is impaired by the bend damage. The specimen does not present any indication of core wire protrusion, pointed or sharp areas anywhere along the length of the wire. No other damage or inconsistencies are noted to the specimen at this time. Dried blood-like material is present between the uncoated coil wraps at both ends. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The complaint related to "the distal end of the starter guide seems to be the problem because cuts like a razor blade" cannot be confirmed. The specimen does not present any indication of core wire protrusion, pointed or sharp areas anywhere along the length of the wire. At this time it is not possible to assign a definitive root cause for the event as reported. If there is any relevant information received, a follow-up medwatch report will be filed.

Event description:
Note: this report pertains to the second of two devices returned for analysis on august 17, 2016. Medwatch report 9681477-2015-00005 follow up captures the first device. Per email: during catheterization of the descending aorta via the right femoral artery (4f introducer of 7cm) mounted of a 4f 70cm pediatric probe pigtail (cook) on a starter guide. During fluoroscopy, it was noticed a problem concerning the distal end of the catheter without a major exit of the starter guide. The probe seemed peeled and it was taken out without incident. Positioning another pediatric probe with the same starter guide, it was noticed the tearing of the probe's distal end. A fragment of approximately 10 mm detached and got stuck against the 4f 7cm introducer of the right femoral artery. The fragment was recovered by a lasso without incident. No material appears to be left inside the patient. Clinical consequence: second puncture of the femoral artery contralateral to further examination, increased fluoroscopy time. The distal end of the starter guide seems to be the problem because cuts like a razor blade.